Manufacturer narrative:
H10: the customer reported that while the device was in clinical use, there was no medical intervention or delay in therapy. The patient was then moved to a different ventilator. The customer then reported that the power cord was replaced, and the issue was resolved. The device was returned to service.

Event description:
Philips received a complaint from the customer on the v60 indicating that the internal battery failed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer¿s biomed noticed that the unit was running on battery for some time prior to the failure. Biomed also noticed the power cord on the back of the unit was not the proper power cord from philips. After the power cord was pulled out, the 24 volts went down to zero and after reconnecting it went back up. The remote service engineer (rse) recommended replacing the power cord with the philips power cord and testing the unit. The rse provided the power cord part number. The investigation is ongoing.